Event description:
Customer called to report two sensor error alarms. The blood glucose reading was 146 mg/dl. Customer also reported that she noticed that the sensors were bent during the removal process. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.